Event description:
Allegedly, reporter became aware of some nitrx complaints from a surgeon in (B)(6)however, no information about the complaints were given to reporter.microport orthopedics vp r&d prod. Development stated that he received a phone call from mike shatzer(sales rep) saying that a doc in (B)(6) had a few patients come back in with painful, swollen knees. He contacted the rep to see if he could get more details. He asked a series of questions that he did not know the answer to.no part/lot numbers are given and it has not been indicated how many events/patients have occurred regarding these issues.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
After further analysis of this event from reliability engineering, it has been determined that this device should be considered as no complaint stated since there's not an alleged deficiency against the insert. It is identified that the complaint is against the nitrix components. Please void this report.